Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) discussed programming options. This lead remains in service, no adverse patient effects were reported. Additional information received indicates that the lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported.